Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor broken. Missing broken part. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 122 mg/dl and the sensor glucose was 42 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 42 mg/dl. Threshold/low suspend limit in sensor setting was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer also mentioned blood at site. The device was not expected to be returned for analysis.